Manufacturer narrative:
H11: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were cut from the suture and were not returned. A partial suture was returned. The variable depth straw has not been trimmed. An evaluation of the customer provided image was performed and found the handle of the device and part of the suture thread. No deficiencies are visible. The failure could not be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for assessment.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopic procedure, the ultra fastfix suture became tangled when pushing the knot after sewing and it was unable to tighten. The procedure was resumed using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 a1, a2, a3, a4, b5, e1 and h6: patient information, event description, facility address and impact codes updated.

Event description:
It was reported that, during a knee arthroscopic procedure, the ultra fastfix suture became tangled when pushing the knot after sewing and it was unable to tighten. Both implants were removed using suction the procedure was resumed, with a non significant delay, using an equivalent s+n back-up. No further complications were reported. The patient is fine.